Manufacturer narrative:
Added implant date to d.6a. Investigation is ongoing.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, approximately 5 years, 4 months post sapien xt implant in the tricuspid position the bioprosthesis presented with stenosis and regurgitation. The patient underwent a viv procedure with good results and was discharged home.

Manufacturer narrative:
Corrected h.6 device code and health effect-clinical code codes. Investigation is ongoing.

Manufacturer narrative:
The valve was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valve that reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and is not captured in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributed to the reported event. Therefore, review of the risk management file is not applicable at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required.